Event description:
This case was reported by a consumer and described the occurrence of asthmatic reaction in a (B)(6) female pt who used super poligrip free denture adhesive cream (B)(4) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip free denture adhesive cream. An unk time later, the pt experienced an asthmatic reaction, allergic reaction, and shortness of breath. She also stated the product irritated her gums. This case was assessed as medically serious by gsk. Super poligrip free denture adhesive cream was discontinued, and the pt began using super poligrip strips with no problems. At the time of reporting, (B)(4).